Manufacturer narrative:
No radiographs were provided to confirm the event. No product has been returned for investigation. Review of the complaint statement identified screws were placed utilizing the CT cutout procedure which is not nuvasive recommended. No root cause can be determined at this time. No radiographs were provided to confirm the event. No product has been returned for investigation. Review of the complaint statement identified screws were placed utilizing the CT cutout procedure which is not nuvasive recommended. No root cause can be determined at this time. Labeling: "the fluoroscope should have easy access to the surgical field for both a/p and lateral views. Uniplanar or biplanar fluoroscopy may be used. Fluoroscopic monitors and the nvm5 unit should be placed in clear view... "Using a/p fluoroscopy, place a k-wire longitudinally along the lateral margins of the targeted pedicles.." "Using a/p fluoroscopy, verify the needle is positioned slightly superior and lateral to the center of the pedicle. Insert the tip of the I-pas iii needle a few millimeters into the bone to secure its position. Prior to advancing into the pedicle, use lateral fluoroscopy to verify that the trajectory follows a line through the pedicle."

Event description:
On (B)(6) 2017, a female patient underwent posterior percutaneous spinal fixation at the t7-t12 level due to vertebral fractures at t9 and t10. During follow up visit a pedicle fracture was observed at t-12. On (B)(6) 2017 a revision procedure took place extending the previously-implanted construct level t6-l2. No product malfunction reported.